Manufacturer narrative:
The customer provided a picture of the broken composite sling bar hook, displaying a complete fracture in the composite hook. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand 780 kg before breakage. In the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift. Although there was no patient injury associated with the reported event, the report of the sling bar hook breaking during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
Baxter recieved a report from the customer stating that the slingbar broke during patient transfer. One of the composite hooks were broken. The lift was located at the account at the time of the incident. There was no allegation of patient or caregiver injury or death reported from this incident. This report was filed in our complaint handling system as (B)(4).